Manufacturer narrative:
Explanation for h3: device not returned to manufacturer. Investigation conclusion: the case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Review of similar complaints over the past 2 years did not identify any other allegations of the power cord breaking proximal to the outlet end. From the information available, wear and tear cannot be ruled out as the cause of the reported issue. Complaints are tracked and trended on a monthly basis.

Manufacturer narrative:
Results pending investigation.

Event description:
Unspecified date: customer reports damage to the universal printer power cord. No fire, charring or injuries were reported, however, customer states sparks have been observed at times. No adverse outcomes reported.